Event description:
It was reported that when using the bd pyxis¿ medstation¿ es power was off and not turning on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer half height 2.1, 2.2 were not detected. A field service engineer (fse) replaced the pyxibus module controller (pmc) and drawer control printed circuit board assembly. Reassigned drawer positions accordingly. Performed a system restart and confirmed that no errors were displayed on the screen. The system functioned as intended after the field service engineer repaired the device.